Event description:
The pump was returned without allegations of malfunction. No patient symptoms were reported.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed a manufacturing issue. A propellant anomaly was found in the fluid path.